Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as being ¿unable to move¿, ¿very low glucose levels¿, a loss of consciousness and was unable to self-treat. Customer was seen in a hospital and received unspecified treatment. There was no report of death or permanent impairment associated with this event.